Event description:
It was reported that a small volume intermate was observed with particulate matter floating in the reservoir. This was found during filling with meropenem and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of this issue was determined to be equipment design of the check band applicator in the assembly machine and operator error. To address this issue, the particulate matter awareness training was updated and the check band applicator fixture will be modified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.